Event description:
The adapter was connected to a bipolar pacing lead. Unable to obtain signal. Impedance <200 ohms. No capture and no egm, able to get egm and capture/sensing when configued unipolar off both the anode and cathode. Both poles worked when configured in unipolar fashion, but would not work when configured in bipolar fashion.

Manufacturer narrative:
Evaluation summary: the adapter was analyzed by the distributor of the adapter, st. Jude medical. Examination of the adapter did not find any damage. Electrical tests were performed and the results indicated normal device characteristics. The reason for return could not be reproduced. The device was not returned to greatbatch medical for analysis.